Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted on an unknown date. The patient had a computerized tomography (CT) done for simulation which showed a vascular misplacement, more specifically a punctate circular pattern around the prostate, suggesting the hydrogel was in the venous plexus. At this time, boston scientific has been unable to obtain additional details despite good faith efforts (gfes).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 12/08/2022. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted on an unknown date. Upon image review, the spaceoar vue was in a punctate circular pattern around the prostate, which was noted to be very similar to what is seen when there is hydrogel in the venous plexus. At this time, boston scientific has been unable to obtain additional details despite good faith efforts.